Event description:
It was reported that the patient was not slim like the instructions and needed assistance with positioning of the purewick female external catheter. It was also reported that the patient had the wick inside, but then stated patient did not have the plastic inside. Also stated that the patient had fecal infractions. Representative advised the patient of positioning of the wicks and there should be enough labia to curve the wick. It was noted that the patient had been using the purewick products for more than 90 days. It is unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "dimensions not specified correctly and/or improper materials used". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear maybe useful for securing the purewicktm female external catheter for some patients. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was not slim like the instructions and needed assistance with positioning of the purewick female external catheter. It was also reported that the patient had the wick inside, but then stated patient did not have the plastic inside. Also stated that the patient had fecal infractions. Representative advised the patient of positioning of the wicks and there should be enough labia to curve the wick. It was noted that the patient had been using the purewick products for more than 90 days.